Event description:
On 6/25/98, the following was reported to datascope: during insertion of the iab, the iab & folds filled with blood. The iab would not inflate & the iab did not look right on insertion. Manual inflation under flouro was attempted. The iab was removed & another iab was inserted into the pt. [Event complications]: none from the event- reported 5/22/98 & 6/25/98. [Pt's current status]: unk- rpt'd 5/22/98.

Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed multiple leaks in the iab membrane. Under microscopy, a smooth-edged penetration was seen at each leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were penetrations of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.